Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned to nuvasive qa for evaluation; further, photographs were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of the device history record was performed and no discrepancies were found. A definitive root cause was unable to be determined with the information provided. Labeling review: "... Pre-operative warnings - the instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury..." "...cleaning and decontamination - all non-sterile instruments must first be thoroughly cleaned using the validated methods prescribed in the nuvasive cleaning and sterilization instructions (doc #(B)(4)) before sterilization and introduction into a sterile surgical field. Contaminated instruments should be wiped clean of visible soil at the point of use, prior to transfer to a central processing unit for cleaning and sterilization. The validated cleaning methods include both manual and automated cleaning. Visually inspect the instruments following performance of the cleaning instructions to ensure there is no visual contamination of the instruments prior to proceeding with sterilization. If possible contamination is present at visual inspection, repeat the cleaning steps. Contaminated instruments should not be used, and should be returned to nuvasive. Contact your local representative or nuvasive directly for any additional information related to cleaning of nuvasive surgical instruments. Instruments with a ¿d¿ prefix part number (e.g. Dxxxxxxx) may be disassembled. Please refer to the additional disassembly instructions for these instruments..." "...sterilization - all non-sterile instruments are sterilizable by steam autoclave using standard hospital practices, in addition to nuvasive¿s validated parameters. In a properly functioning and calibrated steam sterilizer, effective sterilization may be achieved using the parameters prescribed in the nuvasive cleaning and sterilization instructions (doc #(B)(4))..." "...residual risks to the patient associated with use of general surgical instruments are:...cleaning and sterilization failures...which may cause or contribute to infections, fever, wound dehiscence, immunological response and immunological, systemic, or allergic reactions..." Should any relevant additional information be received, a follow up report will be submitted.

Event description:
It was reported that during a procedure, the driver's cannulation was found to be clogged with an unidentified material. Another driver was used to successfully complete the procedure. There was no adverse impact to the patient, user, or procedure. No additional information is available.